Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; further described as when the nurse took the infusor out of the bag it was wet. The device had a volume of 230 ml. This occurred prior to patient use. There was no patient involvement. No additional information is available.